Event description:
I was assured that when I had my breast implants put in, in (B)(6) 2014 that the issues with silicone implants had been thoroughly resolved since the FDA had put them back on the market, and that there was no danger to my health risk of allergic reaction. Soon after they were put in my health started a steady and intense decline. First I started having major issues with inflammation leading to ent trouble for the first time in my life. This had led to two nasal surgeries. In addition my body's tolerance to allergens grows less and less. I suddenly developed food allergies/over production of histamine leading to thousands of dollars lost from both the cost of healthcare and the loss of my job as I was too sick to work. I developed hormonal disturbances that led to a surgery, blurry vision, trouble with tolerance of a whole range of things including noise, an inability to sleep, a deep itch around the implant, as well as tightness and pain around the implant. My eyelashes, hair, and eyebrows have seen a steady loss I'm afraid I will go bald. I have lost nearly every piece of quality of life and I spend my life in bed too sick to take care of myself or those around me. Anyway. The inflammation has spread to my brain and I had a spinal tap because we thought it was meningitis. The spinal tap led to a spinal leak and thousands of dollars in bills. I don't have the energy to even shower anymore, let alone be a parent. I'm getting these implants removed and in my research to do so I am appalled to find out that there are thousands of other women like me who were never warned, and who have the exact same symptoms, and sometimes worse including cancer. I'm appalled with the FDA and with the people making these toxic implants. The only thing I have to look forward to is that I have a chance at recovering since I've only had them in 5 years, though it is going to cost me an additional (B)(6) and I likely won't heal completely. Previous to implants I only had one medical condition, pinched nerves due to pregnancy. In the years since I have file cabinet full of medical papers documenting my steady and intense decline in health with no real explanation from any doctor of what could be causing it until I realized it was the implants. In addition to this I estimate all of this has and will cost me around (B)(6) or more in medical expenses not including the fact that I can no longer get health coverage for my conditions while retaining my doctors. The only insurance that will accept me has terrible coverage, hardly any doctors, and covers zero of my prescriptions. These implants have very possibly ruined my life, all due to the FDA and implant manufactures putting these devices out to the public with not even a warning about them. Surgery rx and cost. FDA safety report ID # (B)(4).